Event description:
It was reported to philips when unit plugged in unit turns on and will not turn off via the power switch. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. Customer tried operating the unit on just alternating current (ac) power, same results. Philips remote service technician suggested swapping the user interface (ui) assy and if problem persists to replace the power management (pm) printed circuit board assembly (pcba) and if problem resolves to replace the power switch overlay. Philips remote service technician provided parts identification. Customer is taking responsibility to correct/repair the device. Further information is pending.

Manufacturer narrative:
The customer replaced the front overlay for the power switch to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Previous investigations determined that inactive ingredients in at least two of the cleaning agents approved for use with the v60 are causing damage to the enclosure.